Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks. At the time, the patient was sleeping. Boston scientific technical services (ts) indicated that this could possibly be related to the sense b node issue and noted that the device could be programmed to secondary vector. No adverse patient effects were reported. The device remains implanted and in service.